Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the crack on the insulin pump had and screen. The customer¿s blood glucose was unknown at the time of incident. The customer states that impacting the ability on screen on the battery cap. The customer also state that insulin pump had multiple pump error in the history. The insulin pump will not be returned for analysis.